Event description:
Call system malfunction when code blue called in room (B)(6). Code button pressed - no visual or audible alarm in hallway, no announcement overhead. ICU nurses did note the blue flashing light on the panel in ICU. Code was called via phone. Fyi: 2 additional events ((B)(6)) on (B)(6) where the call lights worked outside the rooms, but the phone console at the main nursing station not working - unable to speak to patients and unable to tell the room calling. Repair company called. Also see reports mw5037645 and mw5037646.